Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, at approximately 7:55 pm, the patient began feeling unwell and stated that he felt like he was going to pass out. Shortly thereafter, the patient lost consciousness. The patient¿s mother administered baqsimi (nasal glucagon spray) in response to the suspected hypoglycemic episode. At approximately 7:59 pm, emergency services were contacted. Upon arrival around 8:10 pm, emergency medical service (ems) found the patient regaining consciousness. At that time, the patient was noted to be unresponsive with shallow breathing, dehydration, and pallor. A bg reading via fingerstick measured 66 mg/dl, while the cgm displayed a reading of 109 mg/dl. The patient was wearing an omnipod insulin pump at the time of the event. Ems did not administer additional treatment, stating that the glucagon already given would continue to raise the patient¿s blood glucose level. By approximately 8:30 pm, a follow-up bg meter reading showed an increase to 137 mg/dl. The patient remained at home and was reported to be stable and fine at the time of this report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator when the patient felt symptoms. Paramedic took bg comparison, and it was reported the glucose value fall within the c section of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.